Event description:
It was reported that, during an unrelated open heart procedure, the patient's ipg was not placed into surgery mode. As a result, the ipg is inoperable and no longer communicating with external devices. Surgical intervention is anticipated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
Correction: section h6-investigation findings and investigation conclusions in the previous report should have been 3221 - no findings available and 4315 - cause not established instead of 110 - design error and 12 - cause traced to device design. Correction: section h10 should have been "an inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined" instead of "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.